Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2012, follow-up computed tomography (CT) imaging identified a graft infection reportedly due to gastric perforation and hemoperitoneum. No aneurysm enlargement was noted on imaging. On (B)(6) 2012, the devices were explanted due to continuing graft infection. The pt tolerated the procedure.